Event description:
The end user reported that the legs bent outward on their 96-2 shower chair on the first use. The user also reported that the shower chair did not fit well inside the tub and was not on a level surface when used.